Event description:
It was reported that the right ventricular (rv) lead integrity alert triggered due to non-sustained tachycardia episodes less than 220 milliseconds, oversensing, rv impedance less than 200 ohms and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2003. (B)(4).